Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles inside the device and wear abrasion. Leak test was performed and found opening on the anterior side. A microscopic analysis was performed which identified: one sharp opening on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional additionally reported "many creases." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Device remains implanted.